Event description:
It was reported that the pt developed a seroma at the implant site. The seroma was drained and the pt was treated with antibiotics (type unk) for ten days. However, the implant extruded and the pt's device was explanted.